Event description:
A hosp reported that the iw980jeu wall mount infant warmer had burn marks on the heater head and internal connectors. No pt consequence was reported.

Manufacturer narrative:
An investigation will be carried out once we receive the complaint device. A f/u report will be provided.